Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 1 and 4 hours in the leg. Upon device investigation, the cannula was found to be damaged. The patient had initially reported the pod for being unsure if the pod was delivering insulin.